Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and had intermittent button response due to corroded keypad traces. There was no moisture damage found inside the pump. The pump had cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that the pump alarmed button error while white water rafting and there appeared to be water in the top corner of the screen. She stated that the buttons were progressively not reacting to her inputs and there is a crack on the pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.